Event description:
New information received notes that the patient's right ventricular lead was capped and replaced on (B)(6) 2023. The patient was recovering.

Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range pacing impedance. No intervention was performed. There patient was stable.